Manufacturer narrative:
The biomedical engineer (bme) reported that the multigas unit was not within the mac value range the or team was accustomed to. The issue was discovered during the warm-up period prior to patient use. No patient harm reported nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10 attempt # 1: 0815/2025 emailed the bme for all information in the ni list above: they replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not within the mac value range the or team was accustomed to. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the multigas unit was not within the mac value range the or team was accustomed to. The issue was discovered during the warm-up period prior to patient use. No patient harm reported. Investigation summary: the reported device was sent for evaluation, where testing confirmed proper operation. Gas accuracy and flow were verified to be within specification, and the reported error could not be duplicated. The root cause could not be determined, as the reported issue could not be reproduced during evaluation. No further investigation is required. The following field contains no information (ni), as an attempt to obtain the information was made, but not provided: d10. Attempt # 1: 0815/2025 emailed the bme for all information in the ni list above: they replied that none of the requested information can be provided. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the multigas unit: bedside monitor (bsm): model #: ni. Serial #: ni. Device manufacturer data: ni. Unique identifier (UDI) #: ni. Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the multigas unit was not within the mac value range the or team was accustomed to. No patient harm was reported.